Event description:
It was reported that the procedure was to treat a moderately tortuous and moderately calcified right coronary artery. A 4.50 x 12 mm nc trek was used for post-dilatation; however, the balloon would not deflate and it caught on the distal end of the guiding catheter. All devices were removed as a single unit. The procedure was completed at this time. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the product was returned and the reported deflation/retraction difficulties could not be confirmed on the returned device via testing. The cause(s) of the reported deflation difficulty could not be determined. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the similar incidents complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed and the return analysis, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.